Manufacturer narrative:
MFR ref no: (B)(4). The device was received and evaluated by baxter. Confirmed keypad output anomalies. Keypad malfunctions were obvious during the product evaluation. The following keys are inoperable: (.) Key, #5, #6, #7, #8, and the #9 key. This is caused by a failed keypad. When attempting to navigate through care area/ drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the (.) Key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 1 (.) Will be displayed, alphabetically: when the "abc" key is pressed, the a will be displayed along with a second audio response without interfering with mdl drug searching opportunities). The keypad (spectrum) was replaced.

Event description:
It was reported that a pump experienced an inoperable keypad. It was also reported that there was no patient injury.